Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented with chest discomfort and was admitted to the hospital. The patient underwent an angiogram which revealed a blockage in an unspecified coronary artery. A taxus express2 stent of unknown size was implanted in the lesion. The patient was instructed to take plavix for two months following stent implantation, and it was noted that the patient was compliant. Nine months later, the patient presented with a myocardial infarction due to in-stent thrombosis of the taxus stent. The patient underwent a quadruple bypass.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.